Event description:
A medtronic aneurx bifurcated stent graft was inserted into the aortic artery and implanted to cover an abdominal aortic aneurysm. Upon attempted removal of the delivery system runners from the deployed stent graft, the stent graft was pulled down in the aorta to a position where it occluded the internal iliac artery and was not well seated in the neck of the aneurysm. As a result, the pt was converted to successful open surgical repair. The device was discarded, and there were no additional clinical sequelae reported relative to the event.